Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a total hysterectomy approximately 3 years after essure insertion. She also reported excessive bleeding, interpreted as genital bleeding. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain, as well as genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 20-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. Three months after her essure procedure ((B)(6) 2013) the plaintiff had an hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. After the procedure, the plaintiff experienced severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, and fatigue which she reported to her healthcare provider. On or about (B)(6) 2015, the plaintiff underwent a total hysterectomy and salpingo oophorectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a total hysterectomy approximately 3 years after essure insertion. She also reported excessive bleeding, interpreted as genital bleeding. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain, as well as genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure (batch no. A57116) inserted for permanent contraceptive tubal implant and female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atenolol, citalopram hydrobromide (celexa), dienogest + estradiol valerate (natazia) from (B)(6) 2013, estrogens conjugated (premarin) since 2015 and losartan since 2016. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("diagnosed with"), migraine ("migraines"), weight fluctuation ("weight gain / loss specify which one") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), idiopathic intracranial hypertension ("diagnosed with idiopathic intracranial hypertension") and abdominal pain lower ("abdominal pain lower"). The patient was treated with escitalopram oxalate (lexapro), alprazolam (xanax), cyanocobalamin (b12-vitamin), paracetamol (tylenol), ibuprofen (motrin) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, headache, fatigue, anxiety, vaginal haemorrhage, nausea, menorrhagia, visual impairment, migraine, idiopathic intracranial hypertension, weight fluctuation, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, idiopathic intracranial hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), oophorectomy (bilateral removal of ovaries), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: near sided vision has gotten worse over the last few years. Diagnosed with idiopathic intracranial hypertension, fatigue, weight gain / loss specify which one:, hair loss added as events. Reporter and patient information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("excessive bleeding") and idiopathic intracranial hypertension ("diagnosed with idiopathic intracranial hypertension") in a 33-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine prolapse in 2002 and anxiety. Previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included endometriosis, ovarian cyst, pelvic adhesions and menometrorrhagia. Concomitant products included dienogest + estradiol valerate (natazia) from 4-jan-2013 to 30-apr-2013 for endometriosis as well as atenolol, citalopram hydrobromide (celexa), estrogens conjugated (premarin) since 2015 and losartan since 2016. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("vision/eye problems type: near sided vision has gotten worse over the last few years"), migraine ("migraines"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), idiopathic intracranial hypertension (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain lower"). The patient was treated with escitalopram oxalate (lexapro), alprazolam (xanax), cyanocobalamin (b12-vitamin), paracetamol (tylenol), ibuprofen (motrin) and surgery (laparoscopic-assisted vagina hysterectomy with bilateral salpingo-oophorectomy and lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, headache, fatigue, anxiety, nausea, visual impairment, migraine, idiopathic intracranial hypertension, weight increased, abdominal pain lower and alopecia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, idiopathic intracranial hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: essure inserted and patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2013 - three months after her essure procedure, had an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Current weight 172.00 lbs. Approximate weight at the time of essure placement 165.00 lbs. "Concerning the injuries reported in this case, the following one/ones were described in patient's medical record: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Updated "weight fluctuation" to "weight increased". Udpdated outcome for "vaginal haemorrhage" and "menorrhagia". Added surgery treatment for genital haemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("excessive bleeding") and idiopathic intracranial hypertension ("diagnosed with idiopathic intracranial hypertension") in a 33-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine prolapse in 2002 and anxiety. Previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included endometriosis, ovarian cyst, pelvic adhesions and menometrorrhagia. Concomitant products included dienogest + estradiol valerate (natazia) from 4-jan-2013 to 30-apr-2013 for endometriosis as well as atenolol, citalopram hydrobromide (celexa), estrogens conjugated (premarin) since 2015 and losartan since 2016. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), myopia ("vision/eye problems type: near sided vision has gotten worse over the last few years"), migraine ("migraines"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), idiopathic intracranial hypertension (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain lower"). The patient was treated with escitalopram oxalate (lexapro), alprazolam (xanax), cyanocobalamin (b12-vitamin), paracetamol (tylenol), ibuprofen (motrin) and surgery (laparoscopic-assisted vagina hysterectomy with bilateral salpingo-oophorectomy and lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, headache, fatigue, anxiety, nausea, myopia, migraine, idiopathic intracranial hypertension, weight increased, abdominal pain lower and alopecia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, idiopathic intracranial hypertension, menorrhagia, menstrual disorder, migraine, myopia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure inserted and patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on 15-may-2013: total bilateral occlusion . Apr-2013 - three months after her essure procedure, had an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Current weight 172.00 lbs. Approximate weight at the time of essure placement 165.00 lbs . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.